Manufacturer narrative:
Vyaire file identification: (B)(6). A vyaire field service representative(fsr) evaluated the device onsite and confirmed low volumes. The fsr found that the vent was missing o-rings and a flow sensors receptacle cap. O-rings and receptacle cap was installed. Ovp (operational verification procedure) was performed and the unit passed alltests and runs according to eom (original equipment manufacturer) specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator has low volumes even after calibration. The customer confirmed that there was no patient associated with the said event.